Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented at the emergency hospital with chest pain. A 3.0 x 28 mm xience stent was implanted in the first obtuse marginal (om1) coronary artery with no reported malfunction. The patient was on plavix post procedure. Approximately one week later, he returned to the hospital with severe chest pain and was told he had "a heart attack and a collapsed stent with a blood clot in the stent. Angioplasty was performed inside the stent to stretch and reopen the stent." Another unknown physician performed this procedure. He was discharged home 3 days later. The patient reports that he is doing fine since that time. The patient was on plavix for 1 year, just recently stopping. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficult to deploy or patient effects however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
Additional information received which reported the patient on (B)(6) 2014 returned to the hospital with unstable angina. Angiography revealed in-stent restenosis of 30% of the 3.0 x 28 mm xience stent implanted at the om1, which was treated with balloon angioplasty using a 2.5 x 15 mm nc trek balloon successfully. Imaging was performed using intravascular ultrasound (ivus) for pre pci assessment and post ptca with fractional flow reserve (ffr) from .68 to .96. There were no complications reported. There was no adverse patient sequela reported. The patient to continue dual antiplatelet therapy with aspirin and plavix. No additional information was provided.